Event description:
Caller reported a cgm error 42, and there was no adverse impact to the customer's blood glucose level. Technical support provided the caller with complete pump reset information and guided them through the reset process. After the reset, the cgm error code was no longer displayed. The caller was advised to wait 20 minutes before starting their sensor session, and they acknowledged this instruction.